Event description:
It was reported that the device delivered inappropriate therapy due to noise. A review of the egms indicated that the noise was indicative of a lead fracture. As a result, the device and lead were explanted.